Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, the sureform 60 stapler instrument misfired. The specific color of the sureform 60 stapler reload associated with the alleged misfire was not disclosed. Furthermore, the event date was not provided. Intuitive surgical (is) contacted the surgeon and obtained the following additional information regarding this event: the misfire occurred with the third stapler fire and after the sureform 60 stapler instrument had been in use for about 1 hour. During the stapler fire, tissue was pushed and not cut. The target tissue was stomach, and it was not calcified, nor exposed to radiation/chemotherapy. There was no tissue tension or tissue bunching. There were no clamping issues, no obstruction noted between the stapler jaws, or no error messages generated. No buttress material was used. There were no malformed staples seen but several staples fell out as the stapler instrument was opened. There was enough tissue left and the surgeon resolved the issue by using a third-party backup stapler and excluding the affected area from further surgery and oversewing with suture. The stapler and reload are available for return. The lot number of the stapler is unknown. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Isi has not received the sureform 60 stapler instrument or the sureform 60 reload involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the stapler instrument or reload are returned (post failure analysis evaluation) or if additional information is received. A system or instrument log review cannot be performed due to lack of product and procedure information. A review of the video clip of the reported event was conducted by an isi clinical development engineer (cde). Per the review, the video starts with the sureform 60 stapler instrument unclamping after the alleged event. The surgeon uses the cadiere forceps instrument to detach tissue that was stuck to a malformed staple on a black reload. Some oozing of blood is seen from the staple line. The surgeon attempted to use bipolar energy to address some of the oozing. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass (roux-en-y) procedure, the sureform 60 stapler instrument, installed with a black sureform 60 reload, misfired. Stomach tissue was pushed out of the stapler jaws during the firing and as a result, tissue was stapled but not cut. There was oozing of blood seen from the staple line which the surgeon resolved with cautery. The surgeon then used a 3rd party stapler instrument and stapled medial to the affected area and oversewed the area with suture(s). The cause of the customer reported failure mode is unknown.